Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the ise tubing and sample were dirty with fibrin clot. Fse replaced the ise tubing, the roller tubing, and the sample probe to resolve the issue. Fse performed cleaning of the ise unit. Age or date of birth, weight, ethnicity: information not provided by customer. MFR site: phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the sample probe detection error and the generation of erroneously low ise (ion selective electrode) sodium (na) patient results on their au5800 clinical chemistry analyzer. The customer repeated the patient samples on the same analyzer and results were normal. The initial low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for five (5) patient samples.